Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the call service alarm was verified in the black box history. The pump powered up and immediately went to alarm screen with cs 127 alarm. The circuit board was inspected and the c38 was found to be the cause of the incorrect battery alarm. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the c38 was defective. This report is made based on results of investigation completed on (B)(4) 2014.